Event description:
It was reported that the ilet user had been using meal announcements to correct elevated blood glucose, contrary to intended use, and was counseled to allow the device¿s correction algorithm to address hyperglycemia. Symptoms included hyperglycemia reaching 401 mg/dl, moderate ketones, headache, nausea, and vomiting. Outcomes included the need for user education and troubleshooting without alerts or alarms and without hospitalization. Investigation included a review of user-reported use patterns and education on correct operation. Investigation of this case revealed user error related to initiating meal announcements to correct elevated blood glucose rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inappropriate user technique leading to hyperglycemia, resolved through education on proper use.